Event description:
The manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred. The family of the patient reported that the unit generated an alarm and stopped operating around 4am on (B)(6) 2022. The family stated they had to push the start/stop button to make the unit operate, and the unit worked afterwards. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error code e- 95 was recorded in the event log. The device's main board was replaced and resolved the issue.